Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dissection was thought to have occurred during the index procedure.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The right common iliac artery had localized dissection prior to the procedure and the right internal iliac artery was narrow. It was reported that the patient was discharged and one week post operatively, a follow-up CT was performed and a dissection was confirmed at the right external iliac artery and no intervention was performed. Approximately six weeks post implant follow-up was performed and showed no significant differences in blood pressure in both legs and there were no complications or issue. Three weeks later the patient felt pain in the right leg when they engaged in strenuous activity. One week later the patient visited another hospital and the next day thrombosis was confirmed in the right contralateral limb. A thrombectomy procedure was performed with a fogarty catheter followed by implant of a bare metal stent at the location of the dissection which improved blood flow. Anticoagulation therapy with heparin was administered. The patient will be monitored. No additional clinical sequelae were reported. It was noted that the patient¿s strenuous activity would promote the dissection, which was the cause of the thrombosis. The physician mentioned that there was no causality with the endurant device in this case.